Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a heparin infusion for an ij vte for a lung transplant patient was infusing ¿essentially wide open to gravity¿, although it had reportedly been programmed correctly in the pump, and almost the entire bag of heparin had infused. The infusion was disconnected from the patient by the clinician; the device was then programmed two more times by the np and the pharmacist, who tested the drip off of the patient and allowed it to flow into the sink, and the same thing occurred. The patient was given protamine and his ptt came down however he did have some gi bleeding and hematuria. Due to some difficulty breathing a chest x-ray was done to rule out alveolar hemorrhage, and a head CT was done to rule out bleeding because the patient was confused. He also was intubated to protect his airway. Results of the diagnostic studies are not known, however there is no report of lasting harm and the customer stated that the patient recovered from this event.

Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of a heparin over infusion was not confirmed. The pcu event log does not go back far enough to verify the initial programming. The log shows that at 10:13 pm on (B)(6) 2016 the device was programmed to infuse at 10.4ml/hr with a vtbi of 200 ml. A rapid bolus of 3000 units was programmed and completed 2 minutes later. The infusion then continued until 11:44 pm, when the device alarmed for air in line. The device was eventually channeled off at 11:52 pm. The volume recorded as being infused during this period was 45.078ml. Functional testing found the pump module to be delivering fluid within specification, however the platen upper hinge post was observed to be broken which can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The probable cause of the overinfusion was identified as a broken platen post at the top hinge. The cause of the damage is unknown.

Event description:
The heparin had been programmed on channel a to infuse at 10.4ml/hr. Unspecified antibiotics were infusing on channels b and d.